Event description:
It was reported that during the initial implant of the lead, after extending the helix and placing it in the atrium, the lead kept kicking out of place. It was noted that the lead was torqued and was twisted. Lead was removed and the physician was unsuccessful in releasing the torque. A new lead was implanted without any issue. Patient¿s condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.